Event description:
Nurse was setting up on-q pain buster. While filling bag with solution to be administered, the bag broke. It is concerned that the bag failure suggests potential for harm to patient - i.e. Leak which might admit pathogen to device, resulting in post-op infection, or bag rupture while device is in use.